Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a poor communication screen on patient programmer. The patient was not able to communicate with the implantable neurostimulator recharger or the patient programmer. She was going to have knee surgery, so she turned the implant off. She had pain meds from before and after the surgery, so she has not used the implant for a few months. The knee surgery was for a torn meniscus and unrelated to the implant. The implant had helped with the knee pain even though it was implanted for herniated/discs/lower back. The patient needed a manufacturer representative to help with a restart of her device. On (B)(6) 2016, additional information was received from the manufacturer representative (rep) stating that the reported patient and spouse called to have a rep walk them through doing a jump start, for a suspected over discharge. The rep called the patient and left a voicemail requesting a call back. On (B)(6) 2017, additional information was received from the manufacturing representative reporting that the patient¿s ins was replaced because the ins had issues recharging and the device had an overdischarge event. No further complications were reported/anticipated.